Manufacturer narrative:
It was originally reported that the device collapsed. However, this was reported in error. When the device was evaluated it was determined the device was stuck. This issue is not reportable.

Event description:
This report summarizes 1 malfunction event, where it was reported the headpiece did not support weight. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the headpiece did not support weight. There was no patient involvement.